Event description:
A customer contacted beckman coulter inc. (Bci) in regards to one urine sample tested positive for methadone generated by unicel dxc 800 pro synchron chemistry analyzer. The gc/ms confirmatory testing indicated negative result and was reported as negative to the physician. The positive result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The laboratory believes cardiac medication currently taken by the patient could be cross reacting with the bci methadone test. However, this is not confirmed since this medication has not been tested for cross reactivity by bci's reagent vendor. The sample was requested to be sent to bci, however it is not available. Service was not dispatched.